Event description:
Customer reported via phone, the insulin pump had alarmed motor error. Customer's blood glucose was 430 mg/dl and she sated she doesn't feel good. Customer stated the alarm occurred during prime she was able to rewind the device but couldn't take out the tubing. The device also alarmed motor position encoder error. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.